Event description:
It was reported that pump displayed altitude alarm and required cartridge replacement on a previous day, but insulin delivery was not currently suspended. There was no adverse impact to the customer¿s blood glucose level. Customer replaced cartridge, pump resumed normal operation, and customer received tips from technical support for preventing future altitude alarms, which caller understood and acknowledged.